Manufacturer narrative:
The reported complaint was confirmed. The operating log shows system error (se) 75 and se 123 occurring on (B)(6) between 14:38 and 15:52. According to the customer, the event occurred at approximately 14:45. Se 75 and se 123 are indicative of an unexpected shutdown, and the alarms also coincide with the customer's explantation of opening the pump and disconnecting the battery (per the product service manual) to recover from the event. There is no indication in the operating log as to what caused the unexpected shutdown, nor was any hardware malfunction identified during the event and as part of this investigation. As part of this investigation, the pump was tested (run) for 24 hours with active wireless resulting in no shut-downs or se 75, 123.

Event description:
Pump spontaneously shut down.